Event description:
The plaintiff's attorney alleged the pt experienced a cardiac event and subsequently expired, which is alleged to have been caused by the product naturalyte and/or granuflo administered to pt for dialysis.

Manufacturer narrative:
(B)(4) . This is one event for the same pt involving two separate products.